Event description:
It was reported that the device battery had allegedly prematurely depleted. Boston scientific technical services was contacted and recommended device replacement within 90 days. The device is pending explant and replacement to resolve the event. The patient was stable with no adverse consequences.